Event description:
It was reported that 5 minutes into the dialysis treatment the pt felt something dripping. The nurse discovered the venous line on the floor. The pt lost <50cc of blood and suffered no ill effects from the incident.